Event description:
During a ptca procedure in the lad, the maverick2 mon0rail balloon ruptured at 6 atm's on the first inflation. No other information is available. No pt injuries or complications were reported.